Manufacturer narrative:
Intermittent button response was noted due to moisture damage on keypad traces. The pump was received with cracked case at display window corner, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keypad is unresponsive. The customer's blood glucose at the time was 140mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.